Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer states going to the emergency room and was admitted to intensive care unit. The blood glucose value at the time of admission 400 mg/dl. The customer had symptoms of throwing up a lot and diabetic ketoacidosis. The customer was treated for the high blood glucose level with an insulin drip. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did troubleshoot and located the basal rate and explained how the basal rate works. The insulin pump will not be returned for analysis.